Event description:
On (B)(6), 2021 we have been informed about an incident involving a dispersive electrode. A caesarean procedure was performed at an unknown hospital in brazil. A monitoring dispersive electrode (model skintact wr21) and a wem generator model ss501s were used. The patient weight was given as 104 kg and the general status of the patient was described as "awake, calm and oriented". The skin type was described as hairless and the patient denies allergies. The patient was put in a horizontal dorsal decubitus position for the procedure. The dispersive electrode was placed on the lower left leg and was connected to a cqms equipped (ppm system automatically monitors patient-plate contact) wem generator model ss501s. The skin was not cleaned, not shaven, not disinfection, no ointment had been used but the skin was dried before applying the dispersive electrode. The duration of the procedure was 1 hour. Power setting for coagulation 60w and the output power setting had not to be raised during surgery. On the third day after the procedure a "redness with a blister that had burst and granulation tissue in the middle of the wound" was discovered by the patient. The injury was describes as "round of +- 1.5 cm each (there were 3 bubbles)". It was reported that the injury occurred at the "side flank" of the dispersive electrode. There was no surgical intervention necessary to treat the injuries but dressing with ointment (collagenase + chlorofenical) were necessary. The initial reporter insinuated insufficient adherence of the dispersive electrode as a potential cause. However, in the questionnaire no comment was made in the appropriate section ("was the neutral electrode adhering to the patient properly before the removal of the electrode (...)?").

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device was received on (B)(6), 2021 in an already opened pouch for further investigation. The user has restuck the concerned electrode to the protective pet foil to the not siliconized side of the foil. It was not possible to detach the concerned electrode from the protective pe foil without damaging it. Therefore a visual investigation of the concerned electrode was performed. The concerned electrode was already used and showed no residues of hair on the adhesive tape area or any mark of a burn or a patient injury. The connecting tab of the electrodes showed visible marks of a connecting clamp. As the electrode was returned restuck to the not siliconized side of the foil, the sample was not suitable for an adhesion test. After several requests to obtain additional information, a completed questionnaire was received from the user. From a drawing indicating the location of the injury and the location of the electrode it has become clear that the injury was not underneath or nearby the dispersive electrode. Upon request, this was confirmed by the distributor. As the injury was on the left hip and not underneath the dispersive electrode placed on the right lower leg, we assume that the injury was not caused by the dispersive electrode. Based on the provided information we will close out the investigation and the report.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. According to the users description of the incident, they deviated from the IFU. The IFU states the precaution: "choose a muscular or well vascularized convex skin site as close to the operating field as possible, but not closer than 15 cm, on adults preferably an upper arm or thigh. Make sure the site will not bear the patient's weight during surgery (...)". A caesarean surgery was performed on the lower abdomen. However, the electrode was placed on the lower left leg. There are locations suitable for placing the electrode far closer to the location of surgery than the site chosen. This may have contributed to the burn the IFU states explicitly "improper use of neutral electrodes can cause patient injuries. These instructions serve patient safety. Not following these instructions may lead to burns, pressure necroses or other skin trauma during use." No information was provided regarding the duration of activation and and the duty cycle. We are requesting this information from the reporter. We will provide a follow-up report upon receipt of this additional information.

Event description:
On may 25th, 2021 we have been informed about an incident involving a dispersive electrode. A caesarean procedure was performed at an unknown hospital in (B)(6). A monitoring dispersive electrode (model skintact wr21) and a wem generator model ss501s were used. The patient weight was given as (B)(6) nd the general status of the patient was described as "awake, calm and oriented". The skin type was described as hairless and the patient denies allergies. The patient was put in a horizontal dorsal decubitus position for the procedure. The dispersive electrode was placed on the lower left leg and was connected to a cqms equipped (ppm system automatically monitors patient-plate contact) wem generator model ss501s. The skin was not cleaned, not shaven, not disinfection, no ointment had been used but the skin was dried before applying the dispersive electrode. The duration of the procedure was 1 hour. Power setting for coagulation 60w and the output power setting had not to be raised during surgery. On the third day after the procedure a "redness with a blister that had burst and granulation tissue in the middle of the wound" was discovered by the patient. The injury was describes as "round of +- 1.5 cm each (there were 3 bubbles)". It was reported that the injury occurred at the "side flank" of the dispersive electrode. There was no surgical intervention necessary to treat the injuries but dressing with ointment (collagenase + chlorofenical) were necessary. The initial reporter insinuated insufficient adherence of the dispersive electrode as a potential cause. However, in the questionnaire no comment was made in the appropriate section ("was the neutral electrode adhering to the patient properly before the removal of the electrode (...)?".